Event description:
Recall. The product is over-the-counter. The problem stopped after the person started taking or using the product again. The problem returned if the person started taking or using the product again. The product was used on skin. Therapy duration: 2 months. Reason for use: personal scan.